Event description:
It was reported that the device was in backup vvi mode. Review of diagnostics showed device parameters were fine. Session records submitted for review. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.